Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that exercise activity was enabled without user interaction. Review of pump data by tandem technical support showed confirmed that exercise activity had been on for over 3 days, though it was off at time of call; customer stated that it may have been enabled in the past, but could not confirm. Tandem technical support advised customer to monitor pump closely for further issues. There was no reported impact to blood glucose.